Manufacturer narrative:
On 5/13/2019, mentor became aware of bilateral ptosis. The other side ptosis is being reported on a separate report. This report is for the patient¿s left-sided device. On 5/29/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/29/2019, device evaluation was completed: during analysis of the sample was found rupture and received in two parts. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture on left side. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2019.